Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported after the lv lead was revised, the rv lead was found dislodged and confirmed by xrays the next day. Rv lead revision failed because the physician was unable to remove the screw. The lead was explanted and replaced. Patient status is uneventful.